Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the close door alarms, which were confirmed and reproduced. The messages were found to be caused by a slow to respond upper latch switch. The failed upper auxiliary assembly was replaced.

Event description:
It was reported that a spectrum pump did not recognize a closed door. It was also reported there was no pt involvement.